Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of non company as a viscoelastic, which is not qualified to be used with the associated iol model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: 2024-02083

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that after placing the intraocular lens (iol) into patient's eye, it was noticed that there were visible scratches on the lens. The surgeon took the decision to leave the lens in place as it would not have had impact on the patient's central vision. The surgeon had explained the scratches to the patient. Additional information was received. The patient was fine, not affected by glare and the vision had improved. There was a faint trident like mark on the margin of the optical lens, which looked like it could be due to folding that left the mark imprinted.